Event description:
It was reported the patient presented in clinic for follow-up. During the check, it was noted the patient had been having phrenic nerve stimulation. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.